Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken door; this condition had the potential to interrupt delivery. This condition was found in the "(B)(4)" department upon power up . There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of a flogard infusion pump with door broken was confirmed and duplicated by baxter personnel. The root cause of this condition was determined to be door latch/door handle: area - cracks. Replaced the pumphead door to correct this condition. Should additional information be received a follow-up medwatch will be submitted.